Event description:
On (B) (6) 2009, I had smooth rnd mod gel mammary prosth by mentor implanted. Left implant lot 5569423, (B) (4) had capsular contraction. Surgery to remove the scar tissue took place on (B) (6) 2009. The scar tissue returned within weeks and on 05/24/2010, the left implant was removed and replaced with a new implant. Mentor (B) (4) (B) (4) smooth round moderate profile gel. As of (B) (6) 2010, the new implant has already become hard and painful. Scar tissue has formed around the implant again causing capsular contraction.